Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure using qdot micro catheter. The patient experienced heart block that required medical intervention. After performing the final lesion, two to one heart block was noticed in the patient on the recording system. They stopped ablating, the qdot micro catheter was moved away from the lesion. Solu-medrol (methylprednisolone), was administered to the patient. The patient continued to be monitored and the patient appeared to be improving. At the end of the procedure, one to one conduction was not confirmed before the catheter was pulled from the patient. Patient appeared to be back to one to one av conduction rhythm; however, the rhythm was faster. Patient was stable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).